Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patient mentioned in the journal article. Initial reporter - the article was written by olle muren, ehsan akbarian, mats salemyr, henrik bodén, thomas eisler, andré stark, and olof sköldenberg. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "no effect of risedronate on femoral periprosthetic bone loss following total hip arthroplasty," which aimed to investigate the effect of risedronate therapy on periprosthetic bone resorption during the first 4 years after total hip arthroplasty (tha). Fifteen patients identified in the article had radiograph evaluation showing class I-ii heterotropic ossification. There has been no further information provided and the patient outcome is unknown.